Event description:
The rptr developed rashes and itching around her face, underarms, and back. She also experienced a dry throat, coughing, and her sinuses felt tight. She felt better after the temp dropped, and after taking medication.